Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 317 mg/dl. Customer was assisted in performing a 5.0u fixed prime and customer stated that the insulin did exit. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. Customer reported that the cannula was bent when she removed it. Customer declined troubleshooting for blood glucose levels. Customer tried to treat her blood glucose levels using the pump, but got a no delivery while on vacation. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.